Manufacturer narrative:
This follow up report is being filed to correct information and to report additional information. The following associated reports have been filed: persona posterior stabilized cemented femur: 30079638- 2016 - 00071. Persona posterior stabilized articular surface: 0002648920-2016-03253. Persona all poly patella: 0002648920-2016-03252.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is having tenderness around the patella and feels unstable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.